Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed. The patient¿s estimated blood loss (ebl) was approximately 99ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. There was no damage or irregularities noted during visual evaluation. The sample was subjected to an external leak test. No leaks, damage, or irregularities were observed. Specifically, no crack was observed on the dialyzer during visual evaluation/leak testing. The source of the reported leak related to the event is unknown, however, no leak was detected on the returned dialyzer. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product. As a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. The alleged failure could not be replicated for the current event. A lot history review was performed. There were no other reported complaints against the lot. A review of the production record revealed there was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.